Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not convert a ventricular tachycardia (vt) due to programmed settings. The patient had to be externally shocked and the ICD was reprogrammed. This ICD remains in service. No adverse patient effects were reported.